Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Healthcare professional reported through regulatory agency "implant rupture". This record is for the left side. Device status is unknown.

Manufacturer narrative:
Clarification to h10 related report numbers: it has been identified that this record, mrn 9617229-2026-03095, is a duplicate of mrn 9617229-2025-22147. Please see mrn 9617229-2025-22147 for reportable events. In response to FDA report number: (B)(4).

Event description:
It has been identified that this record, mrn 9617229-2026-03095, is a duplicate of mrn 9617229-2025-22147. Please see mrn 9617229-2025-22147 for reportable events.